Event description:
Concern with dialysis unit owned by one hospital, but in operation at another. The unit was set at an operating temperature of 37 c, but was at 39.5 c. Investigation by owner hosp biomed confirmed the unt operated normally until a slower rate of 200qp was used. Faulty component was identified and replaced. All other similar units also checked.